Event description:
It has been reported that approx 1.3 cc of novielle voice gel was percutaneously injected into the vocal chord in 2009. Over time the vocal chord became stiff and the pt lost voice volume. Gel was removed five months later.

Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. The gel is designed to degrade over time; studies predict presence of gel five months after the implant procedure. The IFU states that the gel is durable for a minimum of one month. If add'l info becomes available, it will be submitted in a supplemental report.